Manufacturer narrative:
One cardiomems patient electronic system was received into the lab for analysis. During the analysis the reported error 5 was unable to be reproduced during investigation however review of the log files confirmed an error 5 on (B)(6) 2020. An error 5 indicates the atmospheric pressure sensor indicated an error in recording pressure or temperature. As a risk mitigation i3 units do not latch errors, and error messages are cleared when the unit is rebooted. The unit did pass the compact flash section of the final test and so the compact flash was confirmed to be set to the correct speed and did not cause the error 5. Based on the information provided to abbott and the investigation performed, the cause for the reported event was unable to be determined.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.